Manufacturer narrative:
(B)(6) this device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube inked at the top at approximately the 24 mark during a transesophageal echo. The patient required reintubation. No permanent injury was reported.